Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 3.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient faced 3 infusion sets cannula were kinked within 3 hours of insertion on (B)(6) 2024. Site of insertion was abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.